Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 298 mg/dl. The customer stated that the screen was stuck on the bolus screen, and her blood glucose value did not transfer to the insulin pump. She stated that she was having trouble delivering a bolus. Advised replacement of the insulin pump. The customer stated that she had had high blood glucose levels since the day prior, ranging in the 300s mg/dl. She declined troubleshooting assistance for the high blood glucose levels. Troubleshooting was not performed on the glucose meter, since the insulin pump had been stuck on the bolus screen, which explained why the blood glucose value had not transferred over. Nothing further reported.